Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens cracked during insertion into the eye. The incision was widened to remove lens from eye. Another same model and size lens was implanted. No patient injury. Cause of cracked lens is unknown.

Manufacturer narrative:
D1: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Lens work order search. A visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. No conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).